Event description:
It was reported that the case was an emergency ami patient. After difficulty was encountered in reaching the intended lesion, the powersail was used to successfully dilate the lesion. When the procedure was done, the balloon was removed and it was noted that the shaft had separated into two pieces and was partially left in the guiding catheter. The proximal end of the distal half was sticking out a little from the rhv and was retrievable with fingers. There was no effect on the patient.